Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned with blood and contrast media present in the guidewire lumen indicating the device had been used. The shaft was damaged/split at the guidewire exit notch and extended to the proximal balloon weld area of the device, exposing the corewire. The entire length of the balloon was found torn/split, from the proximal end to the distal end. There were numerous kinks found on the inner in the area of the balloon torn/split location. The inner was also stretched in this same area. The damage noted to the device is consistent with a device that has been introduced to physical resistance. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02/08/2010. It was reported that while unpacking this maverick2 balloon catheter, shaft and balloon damage were noted. This 2.0x20mm maverick2 balloon catheter was reported to be severely damaged while unpacking the device prior to prep. The distal shaft was stretched and the balloon was torn and mangled. There was an area near the mid-shaft where the braiding was coming undone and exposed through the shaft. This device was not used and the procedure was completed with another manufacturers' balloon catheter to treat a lesion in the popliteal artery. There were no reported patient complications. The patient status is listed as "ok". However, returned product analysis revealed that there was blood present within the guide wire lumen, indicating the device had been used, contrary to the reported damage reported during unpacking.